Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the berman catheter was pre-tested. The md inserted the berman catheter into the pt's internal jugular vein. After the berman was in place, the balloon did not inflate. As a result, the md removed the berman and noticed a leakage. A new catheter was opened, pre-tested and inserted into the same insertion site successfully. There was no reported pt death, injury or complications. There was no reported delay or interruption in therapy. Medical/surgical intervention was not required. Add'l info received on 09/29/2014 stated that the md does not believe that the damage occurred while inserting the berman catheter into the pt. The md used another arrow berman catheter successfully. The pt outcome is listed as no complications for the pt.